Manufacturer narrative:
Updated h9: 2032227-060322-002-c. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Unit passed displacement, sleep current measurement, and active current measurement tests; it failed self test. No unexpected blank displays or unexpected low battery, replace battery now or power loss errors were noted during testing. Self test returned a hardware low level failure alarm. In addition to this, adjusted the audio options audio volume 1-5, and there was no sound at each setting. Hardware low level failure alarm is confirmed in the formatted history file due to a hardware problem and due to a loose connection or a cold solder joint at u1 keypad assembly. The battery cap contacts were missing at the time of visual inspection. Unit was received with a crack on the battery tube which extends to the top where a piece of the battery threads broke off. (B)(4).

Event description:
The customer reported via phone call that the insulin pump won't turn on. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that battery cap had no metal part. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.